Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced severe ongoing pain, inability to have sex and many more complications including auto immune disease. It was reported that the mesh fell apart and eroded through surrounding structures. The mesh was explanted on (B)(6) 2009. The pathology report revealed that a swell as four large pieces of mesh examined there were many pieces of tissue that had very small fragments of mesh that the immune system had encased with cells to form many small tumors. No further information is available.